Event description:
It was reported that the atrial lead exhibited clavicular crush, high pacing thresholds, noise, and low sensing. The lead was explanted and replaced. No adverse consequences occurred to the patient.